Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction with drainage, infection, and cellulitis underneath sensor pod area, which occurred 4 days after the sensor had been inserted in the abdomen. The patient went to the urgent care in the morning on (B)(6) 2032. After examination, she was diagnosed with cellulitis (bacterial skin infection that causes an infected area of the skin) of the left upper abdomen. They prescribed keflex 500 mg 2 pills twice a day (cefalexin; oral antibiotic) and bactroban ointment applied 3 times daily. At the time of the report the skin reaction was improving. No additional event or patient information is available.